Manufacturer narrative:
During inspection and testing, service found there was noise in the image which prevented the subject from being recognized due to a faulty charge-coupled device. In addition, service found an air/water leak and the cable was damaged and loose. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that there was noise in the image from the camera head. The subject device was sent to an olympus service center for evaluation. During inspection and testing, there was noise in the image which prevented the subject from being recognized. This report is being submitted for the malfunction found during evaluation (inability to recognize subject). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.